Event description:
It was reported that the patient was not able to adjust the implantable neurostimulator's stimulation. The device was noted to be powered off. The patient also experienced a loss of therapeutic effect. The neurostimulator was turned on and the patient began to note the therapeutic effects of the stimulation. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3389s lot# v063959 implanted: (B)(6) 2007 explanted: na; lead model 3389s lot# v050963 implanted: (B)(6) 2007 explanted: na; extension model 7482a51 lot# nhu164485v implanted: (B)(6) 2008 explanted: na; extension model 7482a51 lot# nhu164486v implanted: (B)(6) 2008 explanted:na; programmer model 7436 lot# nfu013729p.